Event description:
(Ref: (B)(4)) damaged [introducer sheath] + failure to detach the coil. It was reported that the dpu of the complaint presidio ((B)(4)) became exposed from the introducer sheath while being re-sheathed, despite the fact that there was no kink to the presidio. It was also reported that the physician was unable to detach the complaint cashmere ((B)(4)) despite many attempts. It was replaced with another coil. The procedure was completed without further issues, however due to the event there was about 15 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the events. Apart from the dpu of the complaint presidio protruding from the introducer sheath, there were no other report of damages to the both devices, and both microcoils remained attached. There was no unintended detachment of the coils observed in the vessels or in the mc. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s left ga and the cha prior to dp-car. The patient was a 63 year-old male, whose vessels were mildly tortuous and mildly calcified. A sheath introducer by medikit, a chikai black 18 (asahi intecc), shepherd hook-shaped 4fr guiding catheter by unspecified manufacturer, an excelsior 1018 (stryker, type unknown), and an enpower dcb / cable (lots unknown) were used for this procedure.

Manufacturer narrative:
It was reported that the dpu of the complaint presidio ((B)(4)) became exposed from the introducer sheath while being re-sheathed, despite the fact that there was no kink to the presidio. It was also reported that the physician was unable to detach the complaint cashmere ((B)(4)) despite many attempts. It was replaced with another coil. The procedure was completed without further issues, however due to the event there was about 15 minutes delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the events. Apart from the dpu of the complaint presidio protruding from the introducer sheath, there were no other report of damages to the both devices, and both microcoils remained attached. There was no unintended detachment of the coils observed in the vessels or in the mc. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the patient¿s left ga and the cha prior to dp-car. The patient was a (B)(6) year-old male, whose vessels were mildly tortuous and mildly calcified. A sheath introducer by medikit, a chikai black 18 (asahi intecc), shepherd hook-shaped 4fr guiding catheter by unspecified manufacturer, an excelsior 1018 (stryker, type unknown), and an enpower dcb / cable (lots unknown) were used for this procedure. As viewed through the returned packaging, the coil was found to be missing and not returned. A complete search of the returned packaging failed to find the coil. The coil was mechanically detached. As it was reported in the complaint event, ¿¿there were no other report of damages to both devices, and both microcoils remained attached. There was no unintended detachment of the coils observed in the vessels or in the mc¿¿ therefore, the circumstances of how and when the coil was separated from the device positioning unit (dpu) via the detachment fiber cannot be determined. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. No manufacturing defects were found. The most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heat coil section. As all microcoil systems are electrically testing prior to final packaging, the circumstance of how and when this damage occurred cannot be determined. In addition, without the return of the missing coil, the complete detachment system, and the prowler select plus microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Additionally, it was reported after the event there no damages noted on the devices and both coils remained attached, therefore the damages found during may have occurred during the shipping process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt.